Event description:
The account alleges that the hi/low head was drifting down.

Manufacturer narrative:
The tech replaced the trendelenburg valve, hi/low head down valve, and adjusted the trendelenburg valve linkage, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.